Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. They did not hear the difference between the audio volumes 1 and 5. The device did not pass troubleshooting. The customer¿s blood glucose during the incident was unknown. Additionally, the customer was hospitalized on (B)(6) 2019 for low blood glucose. The patient's blood glucose was 40 mg/dl at the time of incident. No symptoms of the hypoglycemia were mentioned; however, the customer was treated with d5, d10, d50, and juice. Troubleshooting for the low blood glucose was declined. It is unknown if the auto mode feature was active and automatically adjusting insulin at the time of event. The device will be returned for analysis for the audio issues.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed hardware low level failures during self test and confirmed in the device history due to broken pin 6 trace on u1 keypad assembly. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked case corner of the belt clip rails near the battery compartment and minor scratched lcd window.